Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on the same date, the patient experienced elevated blood glucose (bg) of 290mg/dl with thirst and extreme drowsiness associated with a motor rewind issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter stated that the patient's healthcare provider had adjusted basal rate and bolus settings associated with the alleged bg excursion. The reporter noted that the piston was not retracting. During troubleshooting, the reporter was walked through completing rewind, load, and prime steps but the issue did not resolve. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a rewind issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: a review of the black box did not show any evidence that the pump was not rewinding correctly; no rewind or motor errors were observed. The black box indicated that the pump was manually suspended on (B)(6) 2016 at 01:52 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programed values. The pump successfully completed a rewind, load, and prime sequence without any issues. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings occurred during investigation. The pump¿s cover was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.